Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti stuck in highest position). The trend observed for all complaints of alenti actuators is currently considered stable. It has been established that the hygiene chair (alenti) was being used for pt handling at the time of the event. During our investigation, we were able to find a deficiency with the lift (alenti). The lift was inspected by our rep that visited the customer site and was found to have not been to specification at the time of inspection. From our investigation, it appears the most likely root cause for an event was that the alenti actuator malfunctioned in that it became stuck in its highest position., combined with certain use situations that can be seen as off-label. The failure found here is not likely to appear on every device: a convergence of situations needs to occur for the failure to manifest itself. The complaint history review shows that there is a low likeliness of risk for the pt when the actuator becomes stuck, it is considered that only with a combination of user error, it could be a risk. If the safety warning in the instruction for use are followed, even if one of the components failed, there is always another way to safely take the pt from the device. Therefore, it is important that all operators are trained according to the device instruction for use. We find this complaint to be reportable to the competent authorities in an abundance of caution. Imp ref: (B)(4).

Event description:
Arjohuntleigh has received a complaint where it was indicated that during lifting procedure on the alenti shower chair, the device chair became stuck in the highest position with the pt on the seat. The device could not be lowered and the pt was safely taken off the lift manually. Neither pt nor caregivers have suffered any injuries.